Event description:
About 2.5 years ago ((B)(6) 2018) I had a cypass inserted into the left eye, months later was informed there was a recall, was monitored for quite awhile with no adverse symptoms that I noticed, went to different eye dr. (B)(6) 2020 and was told I had some minimal loss in the left eye when I asked if that was where the cypass was she said yes, she also said I may need to go back on the eye drops and that instead of 6 month check ups it would now be 3 which now costs me more money as a low income senior. I go back in (B)(6), I had mentioned several times that I had cloudy or blurred vision and was told to use drops for dry eyes. I do not notice the difference in vision yet but am terrified that I will lose my eyesight. You would need to contact (B)(6) in either (B)(6) or (B)(6) for the appropriate clinical information, I do go to the (B)(6) site now. Any clinical information on the result is with (B)(6). I strongly feel that due to circumstances beyond my control I no longer should have to pay for follow up visits and or testing. FDA safety report ID #: (B)(4).